Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced no glucose readings after replacing a freestyle libre 3 plus sensor and received a sensor incompatibility alert; review indicated the user attempted to use a libre 3 sensor that was not compatible and then successfully activated a libre 3 plus sensor following guidance. No adverse clinical symptoms reported. Outcomes included restoration of sensor function after successful pairing and activation of a compatible sensor. User support included guided troubleshooting and education, verification of sensor type, and re-scanning to confirm pairing. Investigation of this case revealed that the initial issue was due to use of an incompatible sensor model and was resolved by installing and activating the correct freestyle libre 3 plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup with an incompatible sensor resolved through corrective education and proper device pairing.